Event description:
Boston scientific crm received information that the patient with this device was admitted to the hospital for antibiotic treatment due to a suspected infection to this patient's implantable cardioverter defibrillator (ICD) system. At that time, however, all tests came back negative for infection. Subsequently, the patient was admitted and this system was explanted due to suspected infection. Amd. The event date was reported to us as (B) (6) 2010. Therefore, it will not be added to this report. There was no explant date provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.